Event description:
Device was implanted in 2005. The patient's pocket site began oozing and was cultured 2 months later. The preliminary result of the culture is a pseudomonas infection. The physician does not know the cause of this infection. The rn called to see if ans recommended removing just the ipg or the entire system. Ans recommended removal of the entire spinal cord stimulation (scs) system. System was explanted 4 days later and patient ws treated with antibiotics. Upon examination the following month, the infection has cleared and patient is doing well. The physician's office plans to schedule the patient's implant of the new system soon.